Event description:
It was reported that the device was being used on a male pt with tortuous anatomy. The sheath was placed in the pt's left femoral and they had difficulty passing equipment through the sheath. At which time, they decided to exchange the sheath and a spring wire guide (swg) was passed. Upon removal of the sheath, they found it had started to unravel. The sheath was removed intact from the pt, and another sheath was placed successfully. There was no delay in treatment, no pt death and no pt complications were reported. The pt was fine. Add'l info received on 01/04/2011 from the hospital stated that they attempted to pass three different catheters through the sheath. The first one was an eb3 nanocross, the second was a csi predator catheter and third was a spectrenetics laser catheter.

Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.